Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrode was pulled from the strain relief, damaging wires in the cable. Additionally, the j702 connector was broken off of the distribution node pca. The root cause for the strained cable and damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's belt was damaged.